Event description:
It was reported that during an unknown laparoscopic procedure, the seam of the device came apart. A second device was inserted and the same problem occurred. A third device was opened and the procedure was completed without consequence to the patient.